Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection via multiple daily injections (mdi) to address bg. Customer continued to use pump for insulin therapy.